Event description:
It was reported that (1) ax55g was used during a low anterior resection procedure. It was reported by the rep that during the firing of the ax55g, the staples did not form. The surgeon ended up suturing. There were no adverse pt outcomes.